Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 02-010-03-0250 - logic cr femoral cem, left, sz 5 4666845; 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4905478 200-02-35 - three peg patella 35mm (B)(6).

Event description:
As reported, approximately 6 years post op initial left tka, this 78 y/o male patient was revised due to the recall. The poly insert in question is involved in the recall. Surgeon explanted the recalled poly and implanted a truliant cr insert matching the explanted size. Patient was last known to be in stable condition following the event. Devices are not returning - rep is unable to acquire from facility. No device images or x-rays provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.